Manufacturer narrative:
Additional d9, g3, h3, h6, h10 the reported event of oversensing was confirmed to have occurred via review of the programmer printouts. However, oversensing was not detected during the analysis. Interrogation of the device revealed the device was at eri when received. Pacing, sensing, impedance, hv output, patient notifier was tested, and no anomaly was detected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-34160. It was reported that the patient presented to the hospital for a generator change procedure due to wide qrs on (B)(6) 2021. During examination, it was noted that there was noise on the right atrial (ra) lead which led to episodes of inappropriate automatic mode switch (ams). The physician capped and replaced the ra lead on (B)(6) 2021. There were no adverse consequences to the patient.